Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin reservoir was unable to lock into place in the insulin pump. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. The customer reported that the insulin pump was not rewinding properly and that they had to attempt to rewind the insulin pump seven times before they could correctly insert the reservoir. Troubleshooting was performed and did not resolve the issue. The insulin pump will not be returned for analysis.